Event description:
In 2010 both hips were replaced with pinnacle titanium stem, biolox delta articul/eze ceramic head, pinnacle 100 acetabular shell (titanium cup). Hips feel odd fear of dislocation. MRI of both hips showed fluid filled sacs that are pushing muscles out of place, hence odd feeling. Blood work showed metal ion levels "way too high" according to my surgeon. I have to have surgery to change components to decrease metal ion levels.